Event description:
Patient had aaa repair in 2007. One main body graft and two iliac leg grafts were used. Then on approx seven months later, patient underwent additional procedure due to a distal type I endoleak. Three body extension cuffs were used to repair the leak.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation; however, a dvd of the patient's anatomy was returned. An internal clinical review indicated that the event was caused by user error due to the incorrect planning and sizing of the device for placement.